Manufacturer narrative:
A heal collar 4.5x5.5, 5mm (item # hc455) was returned for investigation. Visual inspection of the as returned product identified no signs of significant wear, damage, or deformation. Functional testing was performed for the returned product and found that the abutment merged effectively with compatible in-house testing implants without any issue, contrary to the event description. No pre-existing conditions were noted on the per. The reported device is not reported to have been placed due to the reported event. Pictures or x-ray images were not provided. DHR review was completed for the subject lot number (2017101830). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (lot #: 2017101830) for similar events and no other complaint was identified. June post market trending was reviewed and there were no negative trends or corrective actions for the reported event (does not assemble) or device (hc455). Therefore, based on the available information, device malfunction did not occur and the reported event was unconfirmed. The following sections have been updated: unique identifier (UDI) number: (B)(4). Report type: checked "follow-up."

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Initial reporter email address, phone/ fax number: not provided.

Event description:
It was reported that doctor could not place the healing abutment (hc455) into the implant. Another abutment was placed.